Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 7f exoseal vascular closure device (vcd) was fully pressed even though the indicator window did not display solid black. Hemostasis was achieved with the exoseal vcd, assisted by approximately 5 minutes of manual compression. There was no reported patient injury. The procedure was performed using a retrograde approach in an interventional procedure. There were no visible signs of device or package damage before use. One exoseal vcd was used on the patient. A cordis avanti short sheath was used. The device was stored and prepared according to the instructions for use (IFU). Pulsatile bleed-back was observed before retraction. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The indicator window did not change color and displayed black-white when the deployment button was pressed. The indicator window did not display black-black or solid black before the deployment button was pressed. The deployment button was intentionally pressed because the physician released the button based on experience. The deployment button was fully depressed and flush against the handle. Greater force than normal was required to depress the deployment button, and excess force was needed to fully depress the button. The exoseal vcd and vascular sheath introducer were removed as a single unit approximately 1¿2 seconds after depressing the deployment button. No abnormality was noted when the device was removed. The plug did not fall out of the exoseal vcd shaft, was not found partially deployed or partially out of the shaft, and was not found fully inside the shaft. The plug did not detach from the exoseal vcd. The indicator wire was not visible when the device was removed. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. The vessel diameter was confirmed to be greater than or equal to 5 mm, and no obvious calcium deposits, plaque, stent, or stenosis greater than 50% were observed at or near the puncture site. Before use of the exoseal vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The target femoral site had not been closed with any closure device or manual compression less than 30 days prior to the procedure. The physician was certified in the use of the exoseal vcd. The device will be returned for evaluation.